Event description:
A patient with a significant neurological history which includes a chiari malformation repair and ehlers-danlos syndrome has undergone three h-v lumbar valve placements since (B)(6) 2011. (Cross reference with MFR. Report 9612007-2012-00014). The third placement was done on (B)(6) 2013. The patient began to complain about a headache, visual changes and changes in mentation 24 hours after an airplane ride and becomes symptomatic after a lot of physical activity. Interesting is that the second h-v began to fail after a plane ride as well. She experienced pressure symptoms and had a shunt-ogram which showed that some fluid was passing through but not enough. A lumbar puncture (lp) showed increased intracranial pressure. The results are listed below in the relevant tests and lab data section of this report. It was reported that the valve was removed on (B)(6) 2013.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.